Event description:
During evolve laser ablation of prostate, the laser fiber tip broke off and fell into the bladder. All fragments were fully removed and submitted. No damage was sustained. At the termination of the procedure, cystoscopy was carried out. There were no residual glass fragments noted within the bladder.